Event description:
In preparation for an impella 5.5 implant to a patient with cardiomyopathy, the scrub technician pulled the guidewire out of the plastic packaging and noticed the tip was damaged/bent. A platinum pro plus guidewire was used to implant the impella 5.5 device which was successfully completed. The patient was hemodynamically stable at end of case and transferred to unit on impella support there was harm to the patient as a result of the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.